Event description:
During stereotactic guidance, an 11-gauge vacuum assisted biopsy needle device was utilized that met resistance during retraction of the device. Three attempts to retract the device was made and the device easily retracted. However, the distal portion of the plastic delivery tip was severed. Multiple attempts to retrieve the plastic portion were made without success. The needle was removed. The tip remains in the breast and will require surgical removal.